Event description:
The customer reported to olympus that during a fine needle aspiration procedure and after the specimen sample had been collected from the patient, the coil component on the vizishot single use aspiration needle fell off into the specimen container (vitro shedding). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was manufactured august 2022 based on the provided 3-digit lot information "28v". The exact manufacture date cannot be identified since the subject device was not returned. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Although a definitive root cause cannot be identified, the following step-by-stepscenario likely caused the event: after removing from the tray, a bending load was applied to the tip of the sheath, causing bending. Since the tip of the needle tube protruded while the tip of the sheath was bent, the tip of the needle tube was caught in the coil. As a result of sticking out the tip of the needle tube as it was, the coil fell off from the sheath. The following is included in the instructions for use: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿. Olympus will continue to monitor field performance for this device.